Event description:
A fasely elevated ctni result of 2 .13 ng/ml was obtained on a patient sample. The repeat result of the ctni test was <0 . 04 ng/ml on the same instrument. The falsely elevated ctni result was reported to the physician. ICU questioned the results. Patient treatment was not prescribed or altered as a result of the falsely elevated ctni result. Analysis of instrument filter data and instrument troubleshooting did not provide a clear indication as to the cause of the falsely elevated result. No additional information available to identify a potential cause.

Manufacturer narrative:
No further evaluation of the device is required. The instrument's filter data does not show a performance prolem with the method. No additional information available to identify a potential root cause. Customer indicated that the instrument showed imprecision which was investigated by dade behring's field service representative. No cause identified, instrument is performing within specifications.